Manufacturer narrative:
Follow-up #1 09/11/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad symbols were found to be worn but the keypad rubber was intact. The up and down arrow buttons were found to be intermittently unresponsive to presses. The keypad was removed and contamination was observed under all of the button contacts and the ok button contact was found to be inverted. Unrelated to the complaint, the display screen was found to be faded and discolored. Also unrelated, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
The reporter stated that the keypad buttons had been sticking the last two to three months and did not always respond to button presses. The reporter also indicated that the patient wears the pump in his pocket and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.